Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the effect of atrial pacing therapies on atrial tachyarrhythmia burden and frequency: results of a randomized trial in patients with bradycardia and atrial tachyarrhythmias.¿ journal of the american college of cardiology vol. 41, no. 11, 2003. Doi:10.1016/s0735-1097(03)00426-1. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information implantable pulse generator (ipg) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were two (2) patient deaths; one from ventricular arrhythmia and one (1) with an unknown cause. Of note, there is no indication that the deaths were device-related. There were also four (4) patients who experienced a pericardial effusion with unknown treatment/resolution. The status/location of the device is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.